Event description:
It was reported to philips that the device was not starting up, stalling at 00:00. The customer performed a restart, which improved the situation. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips remote service engineer (rse) spoke with the customer and confirmed that the system was not starting. The rse reviewed the system log files and identified that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The customer agreed to use the system as is, for now.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.